Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. Initial reporter - unknown. This is 1 of 2 MDR reports submitted for the same event. See also: 3002806535-2013-00248.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of particles causing unknown health issues. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.